Manufacturer narrative:
(B)(4): no info regarding outcome/condition of the pt was reported. The development of the zenith device followed and successfully completed all verification and validation activities showing the device has met the design requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les) or an amplatz ultra stiff guide (aus). Use of these specific wire guides could prevent/reduce this failure mode from occurring and/or reduce the probability of the worst case severity occurring. Additionally, prior to removing the proximal trigger wire, the IFU instructs the user to verify the wire guide extends just distal to the aortic arch. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains on etch mark that is specified to be at a certain location. Location of this etch mark is verified on each device after the device is loaded. A change request, implemented changes to the loading procedures that will reduce the likelihood of damage to the trigger wire during the loading process. An alternate deployment sequence has been approved and distributed to using physicians regarding difficulty in removing the proximal trigger wire. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent and subsequently release tension from the trigger wire allowing it to be removed. This was done on a change request and was effective on february 06, 2009. A long term solution has been identified and is currently in the process of being implemented. Devices with this revised design, use a 0.018" trigger wire as opposed to a 0.015" wire, have been approved for sale in most of europe and have the zt suffix. The zt devices have been submitted for approval in (B)(4), although approval has not been received to date. We will continue to monitor for similar complaints.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable and the angulation of the proximal aortic neck relative to the long axis of the aneurysm was within IFU. The main body was inserted from the right side and the contralateral limb was deployed. The physician then attempted to deploy the suprarenal stent but the black trigger wire could not be released. The procedure was suspended due to the risk of the inner cannula to be kinked. The physician followed the troubleshooting techniques for the trigger-wire release listed in the (B)(4) package insert and the trigger wire was successfully removed. After the deployment of the suprarenal stent, the rest of the procedure was fine and there was no endoleak nor harm to the pt noted.